Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was used to try and treat a (B)(6), male (B)(6) on (B)(6) 2010. According to the complainant, after the device has been deployed within the left bronchus of the (B)(6), the green stent retention suture was obstructing the inner lumen of the stent. The physician was worried that the suture could collect mucus secretions and potentially cause an infection. The device was removed and the procedure was aborted at this time. It will be completed at a later date. There were no complications as a result of this event. The (B)(6) was reported to be fine following the procedure.

Manufacturer narrative:
A visual examination of the returned stent found it to be within specification; no issues were noted. The condition of the returned device was not consistent with the complaint incident. The most probable root cause is being attributed to user/use error, since the ultraflex stent is not intended for use within canines. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was used to try and treat a (B)(6), male (B)(6) on (B)(6), 2010. According to the complainant, after the device has been deployed within the left bronchus of the canine, the green stent retention suture was obstructing the inner lumen of the stent. The physician was worried that the suture could collect mucus secretions and potentially cause an infection. The device was removed and the procedure was aborted at this time. It will be completed at a later date. There were no complications as a result of this event. The (B)(6) was reported to be fine following the procedure.